Manufacturer narrative:
A ge representative evaluated the system and restored it to operating as intended. No further information is available.

Event description:
Customer reported the displayed image appears reduced by half in a central circle. Image is unusable. No patient injury was reported.